Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing elevated blood glucose readings for the past 4-5 days. Patient stated he has seen his adhesive pad wet from insulin leaking; is not sure why the pad is wet. Patient reported his readings have been up to 310 mg/dl. Patient's target blood glucose range is below 150 mg/dl. Patient stated when the issue begins he replaces the headset and then boluses. Patient reported then normally after replacing the headset, his readings will start coming back down and stay down for at least 24 hours. Patient stated he has not had to seek any outside medical attention. Patient reported his only symptom is frequent urination. Patient stated he has not seen any bends in the cannula, any tears, but the pad is wet after bolusing. Patient reported his readings today were at 260 mg/dl after lunch and this last test was at 315 mg/dl. Patient stated he just changed his site about a half hour ago and is waiting to see if his reading will come back down. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.